Manufacturer narrative:
Device evaluation -the driver was examined with the aid of a 5x loop. The 39-rd-0060 fracture was irregular and at an angle to the drive axis. This failure is indicative of a brittle failure. The cause of the tip fracture cannot be determined, but is likely due to high torque and/or bending moment application. Review of device history records found (B)(4) pieces of lot 3291mm were released for distribution on 01/19/2015 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended since the failure does not appear to be manufacturing related, device history usage is unknown, sets include two drivers of standard drive feature geometry, and a trend for reports of this nature was not identified.

Event description:
Drivers were returned from distributor's office with broken tips. Follow-up with office manager indicated that details regarding when these instruments broke are unknown but it is known that none of the tips were left in a patient. Product reported as a malfunction due to this instrument being the subject of a similar malfunction resulting in serious injury in the past two years.

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; office manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2015-00061 / 00063).

Event description:
Drivers were returned from distributor's office with broken tips. Follow-up with office manager indicated that details regarding when these instruments broke are unknown but it is known that none of the tips were left in a patient. Product reported as a malfunction due to this instrument being the subject of a similar malfunction resulting in serious injury in the past two years.